Event description:
Lasik eye surgery with alcon ex500 wavelight laser. Pupils were too large but was not consulted on impact of pupil size. Now my night vision is ruined, I have chronic dry eye and eye pain, and ptsd/anxiety/depression. FDA safety report ID # (B)(4).